Manufacturer narrative:
(B)(4). Conclusion: based on measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem. The patient_s perception was unsatisfactory; however, no technical problem could be detected. The investigation showed that the electronic circuit is functional. The electrodes show damage that is most likely attributable to the explantation surgery. Based on the patient report, the reason for the reduced benefit for the patient seems to be non-device related. This is a final report.

Event description:
The patient initially was performing well, however over the last several months he has been complaining of degradation in the sound quality and his understanding. Programming adjustments were made with minimal improvement. CT scan shows proper placement of the electrode lead in the cochlea. The patient has been re-implanted.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient initially was performing well however over the last several months he has been complaining of degradation in the sound quality and his understanding. Programming adjustments were made with minimal improvement. CT scan shows proper placement of electrode lead in cochlea. The clinic would like to proceed with re-implantation surgery as soon as possible.